Event description:
It was reported that the arctic sun device did not draw water. Per additional information received via follow-up on 24jan2023, it appeared during safety check, so no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During testing, it was confirmed that the unit would not draw up water as the circulation pump was weak and could not build enough pressure. Circulation pump was replaced. Mixing pump and both drain ports have been replaced preventatively. The device passed the procedure and can be placed back into normal use. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. A DHR is not required as this is not an out-of-box failure. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not draw water. Per additional information received via follow-up on 24-jan-2023, it appeared during safety check, so no patient involvement.